Event description:
The customer reported that while the iabp was in use on a patient, after transport, the iabp generated an "autofill failure" alarm and then an "electrical test failure code #58" (power-up vent test failed) alarm. The customer manually rebooted the iabp due the repeated "autofill failure" alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The device had not been returned, however, the company service representative is providing follow-up to this case. A supplemental report will be submitted once additional information becomes available from the customer. (B)(4).